Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter first name is unknown. Initial reporter last name is unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported while using the bd vacutainer® sst¿ blood collection tubes, the stoppers in the tube felt "sticky".